Event description:
During use on the varicose veins, the jaws jammed. The surgeon applied another device. The hosp has reported no pt injury occurred.

Manufacturer narrative:
7/30/97-it has come to co's attention that this event was submitted in error. This event has not been determined to be reportable as a malfunction event in accordance with the medical device reporting regulation. Please disregard the event submitted under this reference number.